Event description:
Pt with a knee interpositional device complained of postoperative pain and was recommended for an explant.

Manufacturer narrative:
Pt with a knee interpositional device complained of postoperative pain and was recommended for an explant. Review of the device history record indicated that the device was manufactured to specification. Confirmation of explant has not been received to date.